Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient complained of pain and the surgeon suspected infection. The culture came back negative for infection. The surgeon revised cup, liner, head and screws. Update: the surgeon determined that the cause of the pain was due to loose acetabular component.

Manufacturer narrative:
An event regarding pain caused by acetabular loosening involving a primary tritanium hemi cluster hole cup 54mm was reported. The event was not confirmed. A material analysis concluded, ¿biological material was observed on over 60% of the surface of the tritanium cup¿ no material or manufacturing defects were observed during this examination. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information is needed, no further investigation for this event is possible at this time.

Event description:
The patient complained of pain and the surgeon suspected infection. The culture came back negative for infection. The surgeon revised cup, liner, head and screws. Update: the surgeon determined that the cause of the pain was due to loose acetabular component.